Event description:
It was reported that the resolute integrity drug eluting stent was advanced to the lad; under fluoroscopy they physician noticed stent struts appeared damaged. Device was removed and damage to the stent struts was confirmed. A second resolute was used but could not cross lesion, ultimately only ptca was performed. Information from the account confirms the physician felt that the stent got caught on a bent guide liner resulting in stent damage. The stent was intact when it was removed from the packaging. The physician felt that this would have occurred with any stent used and the deformation was specifically related to what happened to the guide liner. No clinical sequelae reported. Device evaluation: the distal tip was flared and damaged. The transition shaft was stretched. A number of struts on the 1st distal segment were raised and pulled distally.

Manufacturer narrative:
Evaluation results and conclusion: failure to deliver the stent and stent deformation are listed as inherent risks of coronary stenting procedures. The root cause of the reported event was most likely related to the guideliner device. (B)(4).